Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy web extraction basket. The basket was advanced through the endoscope and into position inside the bile duct. The stone was captured and the user attempted to manually fracture the stone but was unsuccessful. The stone became impacted with the basket. The basket handle and outer sheath were removed from the basket and the endoscope was withdrawn. The user attempted to perform mechanical lithotripsy. A pediatric endoscope was advanced beside the lithotripsy cable to observe the lithotripsy procedure. As tension built in the basket wires during lithotripsy, the user stopped procedure became the user suspected the basket wires would break before fracturing the stone. The basket was left in place inside the patient. The patient was transferred to a different hospital for removal of the basket from the bile duct. An endoscopy procedure was performed in 2009 to remove the basket from the patient. Forceps were used to dislodge the stone from the basket. The basket was removed from the patient and the stone was left in the duodenum to pass naturally through the gastrointestinal tract. Other than what is described above, no additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation. Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Impaction of the object with the basket is listed in the web extraction basket instructions for use as a potential complication. The instructions for use also warn the user that surgical intervention may be required if stone impaction occurs. The instructions for use for the web extraction basket includes a caution that states if difficulty is encountered during removal of the basket from the duct, moderate force may be applied by pulling on the handle to manually fracture the stone. If passage is still restricted, surgical intervention may be necessary. An ampullary opening inadequate to allow for the unimpeded passage of the stone and basket is listed in the web extraction basket instructions for use as a contraindication. Prior to distribution, all web extraction baskets are subjected to a visual and functional evaluation to ensure device integrity. Corrective action: no corrective action warranted at this time because this report was unable to be verified. This type of occurrence is an inherent risk of the procedure and involves a known potential complication. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.